Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8590-1. Lot# n242539, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
It was reported that the catheter was accidentally cut during a spinal procedure. The physician repaired the catheter with an 8590-9 and reconnected the catheter at the spine. There were no patient symptoms or complications associated with the event. The drug in the pump was not specified.